Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, high pacing lead impedance along with no capture and low r-wave amplitude was noted. Noise was reproducible with pocket manipulation. Patient was not pacemaker dependent. There were no adverse consequences to patient. Lead revision was considered.